Event description:
This is filed to report a thrombus, in complete coaptation and intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat mitral regurgitation (mr) grade 4. A mitraclip xtw was implanted without issues. A mitraclip nt was placed without issues. The procedure was completed with two clips implanted, reducing mr to grade 2. On (B)(6) 2023, the patient returned with thrombus and tachycardia. Aspiration was performed to remove the thrombus. The thrombus was resolved. On (B)(6) 2023, an echocardiogram was performed and revealed worsening mr grade 4+ and that the mitraclip nt had detached off of the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No further clips implanted. No further intervention is planned. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda and thrombosis. The worsening mr appears to be related to the slda and tachycardia appears to be due to the thrombosis. Mr, thrombosis, and tachycardia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.